Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. After the hardware error, the troponin t qc level 3 was noted to be outside 2 sd. The pre-analytical information did not indicate an issue. The alarm trace indicated an issue with the sample and reagent arm. The field service engineer (fse) found that the bead mixing speed was too slow. He then adjusted the speed. He performed precision tests with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t assay, elecsys probnp ii immunoassay and elecsys tsh assay results for seven patient samples tested on a cobas e 411 disk analyzer. The initial result was reported outside of the laboratory. The reporter stated that they have been obtaining low troponin t results. The troponin t qc was then reran because of a rule in their laboratory which orders to rerun qc when 3 consecutive results with a data flag are obtained. The troponin t qc was noted to be out of range upon rerun. The probnp and tsh results were also noted to be running low. The patient samples were then rerun in another laboratory with an unknown method. The repeat results were deemed correct. The reporter was able to provide the following examples of discrepant results: sample (B)(6) had an initial troponin t result of 62.53 ng/l. The repeat result was 2649 ng/l. Sample (B)(6) had an initial troponin t result of <6 ng/l with a data flag. The repeat result was 8.26 ng/l. Sample (B)(6) had an initial troponin t result of <6 ng/l with a data flag. The repeat result was 10.97 ng/l. The repeat result from a new sample at 3:57 pm was 14 ng/l. Sample (B)(6) had an initial probnp result of 24.56 pg/ml. The repeat result was 996.2 pg/ml. Sample (B)(6) had an initial troponin t result of 38.77 ng/l. The repeat result was 46.78 ng/l. Sample (B)(6) had an initial probnp result of 62.53 pg/ml. The repeat result was 2649 pg/ml. Sample (B)(6) had an initial tsh result of 0.140 pg/ml. The repeat result was 2.99 pg/ml. For sample (B)(6), the patient was reported to have been admitted to the facility because of the initial troponin t result, which caused a failed delta check - from <6 to 14 ng/l (the reporter stated that a change of >7 for troponin t is a cause for admission to their facility.) The reporter confirmed that the patient was not treated because of the incorrect initial result and that there were no emergency surgeries or other medical interventions performed. For sample (B)(6), the patient was reported to have been advised to follow-up with their primary care physician because of the initial tsh result. The reporter confirmed that no patients were harmed or no adverse events occured related to the hospitalization. The probnp reagent lot number is 507747. The expiration date was requested but not provided. The troponin t reagent lot number is 490881. The expiration date was requested but not provided. The tsh reagent lot number is 512566. The expiration date was requested but not provided.